Event description:
It was reported a revision surgery in which the bi-lateral patella was replaced. As a standard the surgeon does a poly change then as well.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical evaluation noted that no relevant documentation was provided; therefore a thorough medical investigation could not be performed. The patient impact beyond the expected post-op convalescence cannot be determined. No further medical assessment is warranted at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.